Manufacturer narrative:
(B)(4)

Event description:
Additional information provided by the nurse. The trocars were from two different paks and stand alone. The issue occurred at two patients but no patient harm reported. This report is for the stand alone trocars.

Manufacturer narrative:
Samples were received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that some trocars were leaky. It is unknown when the event occurred. There was no patient harm. It is unknown which trocars leaked and when the event occurred. Additional information has been requested.